Manufacturer narrative:
The device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed power consumption to be above the normal operating range with a peak of 7.3 w on (B)(6) 2017. 38 high watt alarms have been logged since (B)(6) 2017. Of note, it was reported that the patient received thrombolytics after which the power and flow went back to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient called the ventricular assist device (vad) coordinator on (B)(6) 2017 to report tea colored urine and high watt alarms. The patient was brought in for evaluation. Log files were concerning for suspected thrombus. The site elected to administer thrombolytics. Prior to thrombolytic administration, a head computerized tomography (CT) was performed and revealed a new infarct. The surgeon elected to proceed with thrombolytics given the patient's surgical risk. Vad power immediately dropped after thrombolytics were initiated and now were running in normal to high range. The patient tolerated the thrombolytics well and remains in the intensive care unit for monitoring. The vad remains in use. No further adverse patient effects have been reported as a result of this event.